Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for tissue injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The leaflets were of poor quality, weak and thin. The first clip was implanted successfully. A second clip was attempted to be placed to minimize a lateral jet. The second clip grasped without difficulty, however, could not capture and be positioned to get a reduction in mr. During the process the posterior leaflet became perforated. The perforation was due to poor leaflet quality. The second clip was removed, and the case was stopped. No additional treatment was provided. The final mr was 3-4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported positioning failure associated with leaflet capture appears to be related to patient conditions and due to the leaflet quality. The unspecified tissue injury also appears to be related to the leaflet quality. Tissue damage is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.